Event description:
It was reported that the patient had an episode of symptomatic bradycardia associated with low pulsatility index. The patient was started on amiodarone and dopamine. The event did not result in clinical compromise. The patient does not have a history of arrhythmia pre-left ventricular assist device and the arrhythmia was not thought to be device related. The arrhythmia resolved. The current history of the event log was unremarkable. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file contains events from (B)(6) 2023 through (B)(6) 2023 that primarily consisted of pulsatility index (pi) events. No other notable events or alarms were captured. The file appeared to capture the pump functioning as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.